Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a right tibia shaft non-union, four broken titanium locking screws and a possible infection underwent a tibia nail- expert hardware removal was performed on (B)(6) 2018. The surgeon opened the non-union site, retrieved culture samples and removed non-union bone. All screws and broken pieces were removed (distal broken x 4, proximal intact x 2). An expert tibia nail (9mm x 360mm) was removed. A new expert nail was implanted (10mm x 360mm) with three distal screws and two proximal, antibiotic cement was placed at the non-union site. The original implant date is unknown. The revision surgery was successfully completed with no surgical delays. The previously implanted hardware was removed easily. The devices are not available for investigation but photos of the screws were forwarded for investigation. This report is for one (1) 9mm tibial nail-ex. This is report 2 of 3 for complaint (B)(4).